Manufacturer narrative:
Investigation summary: one (1) sample and one (1) photo were received from the customer for investigation. The sample was visually examined using unaided vision. The sample has excess epoxy on the needle hub and on the needle. One (1) photo was provided by the customer for investigation. The photo shows a shielded needle hub assembly next to a blister pack. There is a white substance on the needle hub assembly which was confirmed to be epoxy based on analysis of the returned sample. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regard to epoxy location. It is not used to disposition product. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Rationale: bd acknowledges that the returned sample had epoxy on the needle hub. However, as this one (1) occurrence would not exceed the acceptable quality level of ¿foreign matter (non-fluid path): particles > 1/32in = 1.00% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no.: 305197 batch no.: 9077739. It was reported that before use of the bd precisionglide¿ needle a white residue at the purple needle hub prevented the needle guard release. The following information was provided by the initial reporter: white residue at purple needle hub which is preventing needle guard release.